Manufacturer narrative:
Evaluation method - lens work order search. Results - a lens work order search was performed and no similar complaint was found.

Event description:
It was reported that the technician opened the lens vial of a cc4204bf collamer single piece lens and noted that one haptic was damaged. The lens was not used or loaded and there was no patient contact. The reporter stated that lens was received defective.